Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm (alarm 25) occurred. Subsequently, when the customer reloaded the same cartridge, no insulin drips were seen coming out of the tubing during the load process and customer received a minimum fill notification. There was no impact to the customer's blood glucose level. Reportedly, the customer loaded a new cartridge and was able to successfully resume insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.